Event description:
The customer contact reported a leak. The tubing set was to be used to deliver unspecified medication. At an unspecified time prior to pt use, it was reported that an unspecified volume of solution leaked through an unspecified clave port. No specific details were provided. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.